Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged front/rear case. Upgraded device software from version 9.12.40 to version 9.33.1.2. Replaced damaged logic board. Replaced damaged display flex cable. Replaced cracked wireless card panel/cover. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. A review of the device history record showed the device had a manufacture date of 04 oct 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the pcu assy rear case 8015. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.